Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
Note: this report pertains to one of exalt d controller devices used during the same procedure. Refer to manufacturer report number: 3005099803-2025-05418 for the first exalt d controller for the second exalt d controller. It was reported to boston scientific that the exalt model d controller was used in an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure the exalt model d controller powered off during case. The controller was restarted on to move forward with case. However, it continued to power off. The account borrowed an exalt controller unit from another room to discover the same issue. The account moved forward to swap the power cable provided by biomed and completed case with no patient complications. The account provided replacement cable to work with no issues. The original exalt controller was reinstalled and tested with no power issues. Procedure was completed with another exalt model d controller power cable. No patient complications were reported as a result of the event. This record represents the second exalt controller.